Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) overheated and console shutdown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an follow-up 1 emdr for this complaint was incorrectly submitted. The parent complaint (tw: (B)(4)) is being cancelled as it was created in error as it is duplicate to complaint # tw (B)(4). The incident was determined to be a duplicate report to complaint (B)(4) (authority mfg report number (2249723-2025-0002640). As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had device overheated and console shutdown. Patient involvement is unknown however no adverse event reported.